Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited far p wave oversensing. Imaging revealed that the lead had dislodged. The lead was successfully repositioned on (B)(6), 2023. The patient was stable and asymptomatic.